Event description:
Curlin ambulatory pump failed during infusion. Motor stall confirmed. A new pump was driven to patient as soon as we were notified of issue. Pump in question picked up and returned to office. I attempted to test pump, but was unable due to motor stall error.